Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 22-dec-2017 a field service engineer (fse) found that the driver 1 board was causing error message 4291 sample loader x1-axis home detection failure in the sample loader of the aia-2000 instrument. The fse replaced the driver 1 board. The fse then proceeded to run quality controls, which passed. The aia-2000 was operating within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the aia-2000, serial number (B)(4), from 21-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under section 6. System operation states the following: 4291 sample loader x1-axis home detection failure cause: the home sensor failed to activate after the sample loader x1-axis moved toward the home position. New measurement will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported issue was due to a defective driver 1 board.

Event description:
On (B)(6) 2017 a customer reported hearing a grinding noise when the sample racks were halfway into the sample loader area on the aia-2000 instrument. The customer was down and unable to run the aia-2000 instrument, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), estradiol (e2), prolactin (prl), and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013.